Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 25 mm endurant stent graft system was implanted in a patient for the endovascular treatment of a unknown diameter abdominal aortic aneurysm. It was reported that following the index procedure, a type ia endoleak occurred. A 25 mm aortic extension was additionally implanted; however, the endoleak was not resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.